Manufacturer narrative:
E1 initial reporter facility name: e1 initial reporter facility name: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there a cap that was removed and recapped came loose resulting in sampel leakage. Testing was unable to be completed. No additional impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. Therefore, functional tests were conducted using ten retained samples. The evaluation did not indicate any issues relating to the reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper pop off. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there a cap that was removed and recapped came loose resulting in sampel leakage. Testing was unable to be completed. No additional impact was reported regarding the patient or user.